Manufacturer narrative:
Per the user guide: bg value manual entry: from the home screen tap bolus. Tap add bg. Using the on-screen keypad, enter your bg value and tap done. Once done is tapped, the bg value is saved in pump history whether or not a bolus is delivered. If your bg is above your target bg, the pump presents you with the option for the pump to calculate and add a correction bolus to any other bolus you request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl with a slight level of ketones. Customer was vomiting and went to the emergency room. Customer was admitted to the hospital and treated with "sugar water" and intravenous insulin/saline. Elevated bg and vomiting were resolved with no permanent injury. Customer was discharged on (B)(6) 2019. Contact and customer thought the pump would deliver boluses "on its own" when bg elevated. They were unaware that bg level had to be manually entered into the pump in order for a correction bolus to be delivered. Tandem technical support educated contact and customer on how to deliver a bolus via the pump.